Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet and had difficulty changing infusion sets, with suspected incorrect insertion and bent cannulas leading to insufficient insulin delivery; the user was advised to disconnect from the ilet, transition to multiple daily injections, restart cgm on a receiver, and plan for re-training on infusion set insertion. Symptoms included elevated blood glucose values above 300 mg/dl. Outcomes included user education, troubleshooting, and temporary discontinuation of pump therapy with a return to backup insulin regimen. Investigation included review of the reported event and user follow-up by clinical support with plans for additional training. Investigation of this case revealed user technique issues related to infusion set loading and insertion that could cause delivery failure. It was concluded that the event was due to hyperglycemia of unclear cause, with probable contribution from infusion set insertion issues; the device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.